Event description:
Per biomed: images are very grainy, not clear.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue grainy, not clear, poor image quality is unconfirmed. The sr8 and cue probe both display a good image quality with no interference. The cue probe is comparable to in-house probe images. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2021-00775).